Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to tricuspid valve regurgitation. A spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead and suture was used as well, to provide traction. Beginning with a spectranetics 11f tightrail rotatng dilator sheath, the ra lead was extracted successfully. Next, an lld ez was inserted into the rv lead. Upsizing to a 13f tightrail, very little resistance or adhesions were encountered as progress was made down the vasculature. When the 13f tightrail advanced to the proximal portion of the rv lead distal coil, the patient's blood pressure dropped. Rescue efforts began immediately, including sternotomy. A small rv perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the lld ez was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.